Event description:
Trinity / metafix collared revision of the biolox delta ceramic head, ecima liner and collared stem on the same day as the primary surgery due to dislocation. It has been reported that during a post-op x-ray it was identified that the hip had dislocated. During the revision a +8 head and epw liner were implanted to improve stability.

Manufacturer narrative:
Per (B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes, patient weight, activity level and medical history, whether the surgeon made any comments / suggestions about the root cause of the dislocation and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per comp - 189 final report. Additional information including post primary and pre revision x-rays, operative notes, patient weight, activity level and medical history, whether the surgeon made any comments / suggestions about the root cause of the dislocation and an update on the patient post revision was requested in order to progress with the investigation of this event. The reporter stated that they spoke with the surgeon and the surgeon believed that the root cause was the set up of the operating theatre which may have caused pelvic tilt. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the above, it has been concluded that the root cause was the set up of the operating table at primary surgery and not due to the device design or performance. Therefore, no further investigation is required and this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / metafix collared revision of the biolox delta ceramic head, ecima liner and collared stem on the same day as the primary surgery due to dislocation. It has been reported that during a post-op x-ray it was identified that the hip had dislocated. During the revision a +8 head and epw liner were implanted to improve stability.